Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify motor error alarm due to blank display. Motor passed motor test.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm. Customer's blood glucose level was 170 mg/dl at the time of the incident. Customer stated the drive support cap appears normal. Customer stated insulin pump had not been exposed to high magnetic field. Customer was able to complete pump rewind. Customer stated that in pump alarm history contains neither an motor position encoder error alarm nor more than one motor error alarm within a 30 day period. The device will not be returned for analysis.